Manufacturer narrative:
B3: the event date is approximate. The case is determined to be reportable out of caution based on the allegation of "blew up" related to battery/charging and resulting in a power surge. Product was not returned; therefore, it cannot be confirmed if a malfunction occurred.

Event description:
A consumer reported that the philips sonicare protectiveclean powered toothbrush charger allegedly caused a power surge while charging, during which the toothbrush battery or battery indicator component blew up and emitted a popping sound. The consumer stated that the alleged power surge damaged several appliances. No injury was reported.